Event description:
A report was received on 11 jul 2023 from the home therapy nurse (htn) of patient (B)(6), a 50 year old female with a medical history including diabetes and end stage renal disease, who stated the patient expired while treating without a care partner present on (B)(6) 2023. Per the htn, a family member found the patient with needles dislodged and an unspecified amount of blood on the floor. Emergency medical services (ems) were called the patient was pronounced upon their arrival.

Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).